Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 red leaked. On (B)(6) 2025, a central venous catheter was inserted into the patient to administer medication into the bloodstream. During the procedure, the three-way stopcock disengaged, causing the medication and blood to leak out. The stopcock was immediately replaced. Routine blood tests and complete blood count showed no decrease in hemoglobin levels. Vital signs remained stable with no significant changes. The patient is under continued observation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.